Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Investigation results: the device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and attributed to the lcd module. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device power on without display. Complainant indicated that the clinician used another battery to no avail. The patient was transferred to another room to continue treatment. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another battery and transferred the patient to another room to continue treating the patient. Complainant indicated that the patient subsequently expired.